Manufacturer narrative:
Event site name: (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of sensation 34cc balloon catheter the fiberoptic failed after insertion. A new balloon was used and the fiberoptic functioned properly. No harm to the patient was reported.